Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for low oxygen flow during testing. The active exhalation control module has been replaced. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The device passed all testing.